Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose with episodes of low and high readings while using the ilet, and review of usage suggested misuse of the system that impeded algorithm adaptation, including overtreatment of hypoglycemia with excessive carbohydrates and additional meal boluses for hyperglycemia despite an inconsistent diet and schedule. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user distress and frustration without reported medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that user-driven dosing outside of recommended use and inconsistent intake patterns led to both low and high glucose excursions and prevented the algorithm from learning as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to user behavior confounding system performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.